Manufacturer narrative:
Update on december 10,2024: after the investigation without a product, a final mir report was submitted on december 6.2024 to the mhra. However, two 27056lm instruments were received at the manufacturing site for investigation on december 4,2024. Hence, an additional investigation will be initiated and is currently ongoing. A new final report will be provided, once the investigation is completed. Cross reference MDR: 9610617-2024-00465. The event is filed under internal karl storz complaint ID: 20240015323_201029957

Event description:
It was reported struggled to morcellate large prostate. Surgeon questioning whether the blades were cutting correctly and if suction was not as strong as he felt it should be. Could be issue with single use suction canister/tissue trap set up during use and then running out of single use canisters so having to reuse a canister. Furthermore, it was reported that the surgery had to be aborted and finalized a few days later. Cross reference MDR: 9610617-2024-00465.